Event description:
It was reported that a time storm occurred on the network, causing no comm events and bedside reboots. No pt injury was reported. Ge healthcare's investigation into the reported occurence is still ongoing. A f/u report will be issued when the investigation has been completed.